Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. On an unknown date, it was reported that the distal end of the ipsilateral limb was confirmed to be occluded. The physician performed a fem-fem bypass. The physician stated that oversizing (device selection) was adequate. Vessel has no angulation and kink. Occlusion might have occurred at crossing point (limbs at bifur) near the terminal aorta. At initial implant, origin of right common iliac artery was ballooned. The left limb might have crushed by that ballooning. Abi was normal prior to index procedure, before the occlusion, the value was a bit worse which might have been contributed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).